Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to not following the surgical technique. The operating surgeon should be familiar with the surgical technique prior to use. It was noted that screw may have been misplaced due to an incorrect drilling angle, leading to the surgeon to use a hammer to hit the implant, causing the implant to fracture. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trilogy screw fractured during insertion. The angle of the drilling was inaccurate, and the screw did not go in. The screw head fractured when the surgeon hit it with a hammer over a screwdriver. The screw was left in place according to the surgeon¿s judgement.